Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3. Valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The root cause of the event remains indeterminable per the medical records. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, expired after an implant duration of 2 days due to tricuspid regurgitation and ivc valve migration. As reported, after an off-label ivc transcatheter valve replacement procedure for the treatment of tricuspid regurgitation, the patient coded and a valve embolization was noted on post mortem x-ray. The exact cause of death was unknown. Per the medical records, the valve was well anchored within ivc stents, however there was only mild hepatic vein flow reversal. There were no ew device malfunctions nor procedural complications. On pod#2 the patient had a pea arrest and was not able to be resuscitated. Chest x-ray post mortem revealed the valve migrated to the pulmonary artery. It is unknown if this occurred prior to or during CPR chest compressions per the md notes.